Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned for evaluation. The device was not returned for investigation. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, as there was no information available regarding the separation, a conclusive cause could not be determined. The guide wire was not returned which may have aided in the evaluation. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.

Event description:
It was reported that during a procedure the whisper guide wire fractured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.